Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 3 failed and did not appear under recover storage. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed and not showing on recovery storage space screen to be recovered. A field service engineer instructed customer to do the following steps to prompt failure to show on the recovery storage space. Customer used keys to open the top cover. Manually released the doors using the black emergency release lever (ensuring the lever was returned to its proper position). This action failed all doors. Closed the doors and logged in to recover them. Customer verified that the doors were successfully recovered. The system functioned as intended after the field service engineer guided the customer to resolve the issue.